Manufacturer narrative:
Follow-up # 1.the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. Lifescan conducted an evaluation of the test strip lot; it concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter was reading inaccurately high compared to a calibrated laboratory device. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the alleged inaccuracy issue first occurred on approximately (B)(6) 2016. At this time the patient obtained a blood glucose result of "131mg/dl" with the subject meter and "85mg/dl" on a calibrated laboratory device within 10 minutes. The patient manages their diabetes by self-adjusting their insulin intake and denied making any changes to their normal diabetes management routine as a result of the alleged product issue. An unspecified period of time later the patient developed symptoms of "shaking, cold, hot and sweating". The patient did not require any form of treatment as a result of these symptoms, however. The patient's blood glucose was also measured on a "contour" meter an unspecified period of time in relation to the alleged product issue occurring, with a result of "108mg/dl" being obtained on this device. At the time of troubleshooting the csr noted that unit of measure was set correctly on the subject meter and an approved sample site was being used. However, the test strips being used had been improperly stored. The products were requested back for evaluation and replacement products were sent to the patient. Although the test strips used in this complaint had been improperly stored, and therefore the malfunction is being ruled out, this complaint is being reported because the patient obtained inaccurately high readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.